Event description:
It was reported that about 8 hours post implant, the patient developed abrupt onset pleuritic chest pain coincident with a sudden change in the paced qrs morphology from bi-v capture to lv capture. X-ray and echo confirmed that the lead tip had perforated the ventricle. An ICD check confirmed loss of capture and sensing. The lead was repositioned in the septum. The patient did not develop tamponade or hypotension. The perforation sealed itself.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.